Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
02n/efficia cm10/system hung up.

Event description:
It was reported to philips that the system hung up on an efficia cm10. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported. A local asp engineer went onsite and confirmed that the device was intermittently freezing. The asp engineer updated the software and confirmed that the device returned to normal use.